Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. The patient reported hearing tones from the device. This tone pattern is as expected for the reported fault code. This device has already been explanted. No additional adverse patient effects were reported.